Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The pacing and sensing function of the device performed normally throughout testing. Upon testing the high voltage component, a post explant issue was found during testing that revealed the device did not pass the shock impedance test and high out of range shock impedance measurements were noted. The impedance issue found during testing was related to an internal component in the high voltage module. The component had insulation break down between collector and emitter sides of a transistor.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high shock impedance measurement during the charge to shock on t during induction testing, which resulted in the programmer issuing a pop up error message. Investigation revealed a loose setscrew which was tightened and resolved the issue. However, it was questioned how the error message could be displayed prior to the shock being completed. Technical services advised returning a save all to disk for analysis. The local area sales representative reported that since the impedance returned to normal once the setscrew was tightened, no save to disk was performed. This ICD remains implanted. No additional information is available at this time. Should more information become available, this event will be reopened.